Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the cause of bvvi was triggered by low battery voltage levels. Device exceeded the projected longevity and is considered normal.

Event description:
It was reported that the patient presented in the emergency room with fatigue and shortness of breath. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2018, the device was explanted and a new device was implanted successfully. The patient was stable throughout the whole procedure.